Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated firmware update failures that reached 100 percent and then displayed update failed, after which the pump did not deliver insulin and the device became unavailable for therapy despite multiple troubleshooting steps including restarts, app reinstall, and bluetooth re-pairing. Symptoms included hyperglycemia with readings reported over 400 mg/dl and prolonged high glucose overnight without loss of consciousness or other acute symptoms. Outcomes included the user reverting to subcutaneous insulin via pen as back-up therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer-guided troubleshooting and coordination with engineering, followed by replacement of the ilet. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.